Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient had an incident. He had a tremendous amount of pain and had to go to the emergency room by ambulance. The pump was filled earlier that day. The pain was so terrible the patient couldn't operate his legs. The patient called the pain management clinic and they couldn't talk to or see him. He couldn't get an answer from his neurosurgeon and his primary care doctor said to call his pain management doctor. The guy who fills the pumps was on vacation for 2 weeks. The patient had a cat (computed axial tomography) scan. The patient started hearing an alarm before the incident. It was very faint and couldn't be heard if people were talking. Patient services was reviewing that the pump could beep, but the call was disconnected so they were not able to determine where the beep was coming from. No further complications were reported. Information was received from a patient. The patient still had an issue. The pain pump malfunctioned. The doctor's office did not respond. The pain management clinic wouldn't help. The patient¿s "first response" because he was "in terrible pain, obviously if you're on high levels of morphine and all of a sudden it stops; your body is going to react. That's what happened". The patient started withdrawals because the pump stopped immediately" on (B)(6) 2017. The patient went to the emergency room (ER) and they "weren't able to do anything" because the patient was under the care of his pain management hcp who "wouldn't communicate with me, I tried". The patient went through withdrawals for about 2.5 weeks, so the pain in their legs with the nerves ceased after they went through withdrawals. The patient had been taking prednisone since this occurred, so the pain in their back has begun to resolve. The patient tried to reach his pain management doctor several times but was told "well try to get you someone" waited a couple of days, and they again said, "we'll try to get you someone", which went on for 10-11 days or so. Then patient contacted the representative and told them what was going on and was told "there's no such alarm as that". The patient met the representative at the office. The representative took the programmer and connected it with the pump, talked to the patient's doctor who said the pump was malfunctioning and was not operating. The patient still has the pump as the doctor wouldn't take it out, and no one at his doctor's office will return his calls. The patient¿s weight at the time of event was (B)(6) pounds.